Event description:
A malfunction alarm with the code malf 0 was reported. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections (mdi) as a backup therapy and technical support arranged for a replacement pump.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.